Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a display not being in good condition. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "display not being in good condition" was confirmed during product evaluation by baxter service personnel. It was determined that the problem was attributed to an orange spot on the main display. The main display assembly was replaced to correct this condition. The user interface module software version for this device is colleague 2006 (5.09.90). A device history record review was performed with abnormalities being observed. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.